Event description:
Customer stated: won't defrost. Reference repair log (B)(4). Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). *investigation: x-inspect returned samples. *analysis and findings a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 2012 under wo #137267. Service & repair confirmed the complaint. The unit was damaged. A crack was located on the handle portion of the device where the main valve assembly is located within. The internal valve body was exposed to cleaning solution through the crack leaving residue on the internal workings of the trigger(s). This residue will prevent proper movement of the trigger which is consistent with the finding. The crack is likely due to impact damage by the customer but they continued to use and clean the unit in this condition for an undetermined amount of time before the exposure to the cleaning solution inside finally impacted the device's function. The root cause for this complaint condition is being attributed to end user error. *correction and/or corrective action: the unit was repaired and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference e-complaint-(B)(4).

Event description:
Customer stated: won't defrost. (B)(4).